Event description:
The customer reported that during the procedure, the coagulation output setting switched to the highest power output without any adjustment by the staff. A spark occurred which caused a burn to the patient's surgical site. The surgeon excised the damaged tissue.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received of if additional information pertinent to the incident is obtained a follow-up report will be submitted.